Event description:
It was reported to covidien on (B) (6) 2009 that a customer had an issue with a hemodialysis catheter. The customer reports the pt had a sizeable chip on the adapter of the arterial port of this catheter. Original catheter was placed on (B) (6) 2009. Additional info received that catheter was scheduled to be pulled and replaced on (B) (6) 2009.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.